Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR, device manufacture date: a device history record (DHR) review was conducted: part number: 399.42; lot number: a7pa25; manufacturing site: tuttlingen; release to warehouse date: 22-jun-2006. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Review of raw material certificate could not be established during this review due to the age of the device (over 13 years old). A product investigation was conducted. Visual inspection: the hammer 500 grams (part # 399.42, lot # a7pa25, mfg # 22-jun-2006) was received at us cq with the handle of the hammer broken proximal to the shaft and close to the screw proximal to the shaft. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as there is no dimension relevant to the cracked complaint condition. Document/specification review: the relevant drawing(s) was reviewed. Conclusion: the complaint condition is confirmed as the hammer 500 grams (part # 399.42, lot # a7pa25) was received with broken handle. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine inspection the hammer was found to have a chipped handle, the reduction forceps with points broad- ratchet and reduction forceps with points narrow-ratchet have bent points and the handle with quick coupling small has cracked handle. There was no patient involvement. This report is for one (1) hammer 500 g. This is report 1 of 1 for (B)(4).